Event description:
It was reported that the patient presented for follow up in clinic. The patient mentioned that the implantable cardioverter defibrillator was unable to pair with the remote monitor. The issue was attributed to a radiofrequency telemetry anomaly. A device reset was performed, and pairing was successful. The patient was in stable condition.